Event description:
Rn (registered nurse) noted central venous catheter (cvc) lumen running levophed was partially clamped. The patient¿s blood pressure and map (mean arterial pressure) were stable. Then the patient became bradycardic to 45 after the cvc was unclamped. Rn noted b. Braun IV pump did not sound any alarm when the IV was clamped and medication still infusing. This caused tension in the IV line. When the line was unclamped, the patient received an unintended bolus of levophed. The patient¿s systolic blood pressure increased to the 190's and heart rate decreased to 45. After re-clamping the IV line, the patient¿s vital signs spontaneously returned to baseline. IV pumps need more sensitivity to pressure when line is clamped (or partially clamped). Medication will not alert until high pressure is noted, allowing medication to run and accumulate at unsafe levels. Note: there have been 7 additional event reports involving issues with downstream occlusion alarms since our hospital system's go-live with this new IV infusion device.